Event description:
It was reported that the customer was hospitalized due to blood glucose readings of 489 mg/dl and diabetes ketoacidosis. Customer reported symptoms of nausea and vomiting prior to the hospitalization. Customer was treated with insulin drips at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer also indicated that there was a crack in the case near the screen. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.